Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized for 7 days with diabetic ketoacidosis and an infection. The patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 49 to 71 hours. Symptoms include weakness and feeling extremely tired. Overnight the alarm for elevated bg wasn't heard during sleep and patient was awakened by their parent and taken to the hospital after observing high glucose reading on the controller. Concurrent infection was treated with antibiotics and insulin therapy was administered via sliding scale including short-acting insulin (novorapid).

Manufacturer narrative:
Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred that would indicate a failure of the pod to deliver insulin. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The automate glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the reported event could not be determined.

Manufacturer narrative:
D4 serial # and primary UDI numbers were updated.